Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 219 mg/dl. The customer stated that she had had the insulin pump in her back pocket, so she may have accidentally pressed the buttons inadvertently. Advised replacement of the insulin pump, but the customer declined. She stated that the buttons functioned properly and that she was able to clear the alarm, as well as navigate through the device. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.